Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered from the field. An initial evaluation included a review of the downloaded flag data from the last available date ((B)(6) 2017). The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The available software flag files did not suggest a device malfunction that would contribute to the patient passing. A supplemental report will be submitted upon the receipt of additional details surrounding the patient death and/or return of the equipment for evaluation.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2017 around 4:37pm. The patient's sister reported that the patient was wearing the lifevest at the time of passing and that the death was cardiac related. The sister alleged that the lifevest was not working properly. She stated that the patient had been wearing the lifevest while she suffered a heart attack and that the device indicated that the patient was in distress. The patient was taken to the hospital where she passed away. At this time, the lifevest has not yet been recovered from the field. The last available download data is from (B)(6) 2017, prior to the patient passing. Further details surrounding the patient's passing and the allegation that the device was not working are unknown at this time.